Event description:
It was reported that the customer had an audio beep anomaly occur with insulin pump. Customer's blood glucose level was reported at 117 mg/dl. The customer was walked through trouble shooting and will call back if problem persists. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.